Manufacturer narrative:
Concomitant: evolutr-29-us transcatheter valve, implanted (B)(6) 2017.

Event description:
It was reported that the right atrial (ra) lead was observed with intermittent undersensing. The lead remains in use. No patient c omplications have been reported as a result of this event.